Event description:
It was reported that during cvvh the physician observed the "intravascular bursting of hemocatheter inside the femoral vein. In order to recover the endoluminal fragment of the catheter from the pt vein the surgery was performed. No damage on the pt was reported."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device to be returned for eval. When the investigation is complete, a final report will be submitted.